Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked. Also, it was reported that the battery cap had a worn top and stripped threads. The reporter alleged that the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/09/2014 with the following findings: inexplicable reboot events, which can be indicative of a power issue, were observed in the black box data. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal; the relation of this device failure to the reported power issue could not be determined, as the power issue would have to be duplicated to determine such. A battery cap was not returned with the pump; a test battery cap was used during the investigation. The pump powered on with the test battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump case was removed, and no internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.